Event description:
The customer reported that there was a delay in the treatment of a fetal bradycardia due to a failure of the device to alarm. An emergency c-section was performed due to cardiac arrest of the baby. The patient is deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.